Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: 10mm 30 degree scope was fogging during case- newer scope. Had to switch to a 5mm scope and image was crystal clear. Sn (B)(4). No patient harm. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any observances with the quality of the image. The device manufacture date is not known.

Event description:
It was reported scope was fogging during case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported scope was fogging during case.